Manufacturer narrative:
(B)(4). It was reported that error 371 suddenly occurred, the spine of the pentaray nav eco catheter was not displayed and the acquire button became gray-out when the mapping was conducted after the catheter was inserted into the cardiac cavity. The issue was improved by moving the catheter in the cardiac cavity but after for a while the same issue reoccurred. Upon receipt, the catheter was visually inspected and it was found that spine d had ring #13 damaged and raised up with white foreign material underneath it. A ft-ir test was performed in order to identify the type of foreign material; the results demonstrated that the white particle is a material commercially known as teflon or ptfe. However the root cause of the origin of the particle remains unknown. Catheter outer diameters were measured and it was found within specifications. Further information received indicates that catheter damage was not detected in any stage of the procedure. It is likely that this condition occurred during the shipping of the product to bwi. Per the event reported the returned device was visually inspected upon receipt and it was found in normal conditions. The catheter was evaluated for eeprom, and the functionality of the sensor catheter was tested on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a visualization issue cannot be confirmed.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
The bwi failure analysis lab has found MDR reportable issue on (B)(6) 2015 that the ring (#13) at spine d of the pentaray catheter was damaged and raised up with white foreign material underneath it. This event is reportable as electrode ring edges that are sharp or rough may cause damage to vascular endothelial linings during the withdrawal of the catheter and sheath. This complaint is originally created for an MDR non-reportable unable to map issue.